Event description:
The patient had a tah procedure performed in 05. When the nurse attempted to remove the catheter two days later - there was resistance. The attempt to remove the catheter was continued and the catheter broke outside of the skin. An attempt was made to remove the segment, but the catheter then broke again under the skin, inside the patient. An attempt was made to visualize the remaining segment under x-ray without success. The patient then had a CT scan and was told that they saw a 1.5 cm fragment in their tissues. The surgeons they consulted with said that they needed to go back to surgery to have the catheter removed. The surgeon indicated that leaving the catheter in could result in complication, such as infection. Patient went back to surgery two days later to have it removed. The surgeons believed they could make a superficial incision to retrieve it, but ended up opening their existing surgical site to explore deeper into the tissues. No catheter fragment was found. Since that surgery patient has complained of bumps in their incision and difficulty with throat and choking due to need to tube. The patient has consulted another surgeon who said that it was not necessary to remove the catheter fragment. The patient had a second CT scan and no catheter fragment was found. Patient has the pump and the catheter in their possession. Patient did confirm that the black marking on the tip was missing. The patient is uncertain if future follow-up treatment is planned.